Manufacturer narrative:
Strip lot used with second device: 358a, 1/31/08.

Event description:
Caller reports that the patient tested 6.2 inr on one device and 3.2 inr on a second device during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.